Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was assisted with inserting infusion set and sensor. Customer reported her blood glucose was 567 mg/dl. Customer was assisted. Customer called back and stated she was having issues with calibration errors. Customer's blood glucose then was over 400 mg/dl, treated with manual injection. Troubleshooting was performed for errors. No further information reported.